Event description:
The sales representative reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur, was being used during a hip arthroscopy surgery on (B)(6) 2022 when it was reported that the ¿tip broke.¿ the procedure was completed as normal using another bur with report of a 5-minute delay while the other bur was obtained. Further assessment questioning found that the surgeon was burring when the tip broke, the middle of the cannulated stick broke, right where the line was. The device was in the sterile field at the time. However; the device did not fragment. The patient was not injured, medical/surgical intervention was not needed, and extended hospitalization was not required. The current status for the patient is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However; the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame 290,456 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur, was being used during a hip arthroscopy surgery on (B)(6) 2022 when it was reported that the ¿tip broke.¿ the procedure was completed as normal using another bur with report of a 5-minute delay while the other bur was obtained. Further assessment questioning found that the surgeon was burring when the tip broke, ¿the middle of the cannulated stick broke, right where the line was.¿ the device was in the sterile field at the time; however, the device did not fragment. The patient was not injured, medical/surgical intervention was not needed, and extended hospitalization was not required. The current status for the patient is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.